Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl. Troubleshooting was declined as customer stated that her high glucose level was caused by bent cannulas. The customer stated that she will call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.